Event description:
It was reported by the affiliate that during a thoracotomy procedure, after reload did not staple but cut. The staple line was incomplete and the pt had a kind of a fistula symptom. Sutured by hand to complete the case. Pt got drainage, longer hospitalization. One device and 16 cartridges will be returned for analysis.